Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while attempting to remove a trial during a procedure, the trial broke and became stuck in the patient's disc space. The surgeon was able to remove the trial so the patient did not retain a foreign body. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned trial was evaluated. The tip was found to have fractured off as reported. It is likely that the trial had been too large for the disc space being assessed. This would have caused the trial to get stuck intraoperatively and, while applying the strong pulling force necessary to remove it, led to the fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.